Event description:
Customer notified baxter about an incident involving a ruptured bladder at the end of the infusion. The infusor was filled with 4mg zometa and 100 ml of 0.9% nacl. No pt injury was reported.